Event description:
Follow-up information was received on 06-aug-2019:the event term 'allergic reaction' was amended to 'anaphylactic reaction' and re-coded from 'injection site allergic reaction' to 'anaphylactic reaction'. The patient was injected with radiesse® into two points - the angle of the lower jaw and nasolabial wrinkle, with 4 vectors from both points. It was confirmed that the patient experienced an anaphylactic reaction. Apart from swelling and redness, she experienced tachycardia, increased pressure and shortness of breath. After resuscitation, the patient's condition stabilized (swelling and redness were eliminated, and the pressure was stable). No allergy test was planned, since the physician was not going to treat the patient with radiesse® anymore. The patient reportedly recovered on (B)(6) 2019 (as initially reported). The outcome of the event was therefore changed from resolving to resolved.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of anaphylactic reaction was deemed to meet serious injury criteria of life threatening.

Manufacturer narrative:
The initial report receipt date was corrected to (B)(6) 2019, previously reported as (B)(6) 2019.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of allergic reaction was deemed to meet serious injury criteria of life threatening. The device history record for radiesse dermal filler lot number 100119025 was reviewed. No nonconformances were noted that would have contributed to these events. A lot search was conducted on the reported lot number and no previous reports had been received on this lot number.

Event description:
This spontaneous report was received from an (B)(6) healthcare professional and concerns a (B)(6)-year-old female patient (weight: (B)(6), height: 168 cm). She was injected subcutaneously with a total of 1.5 ml of radiesse, to improve skin quality (1:4), on (B)(6) 2019. She was injected with 0.75 ml per 2 injection points on each side. The batch number was reported as 100119025. A lot search was conducted on the reported lot and no cases were noted. Needle used for injection was 25/50 cannula. The patient was previously treated with hyaluronic acid (ha) fillers, teosyal ultra deep and rha1 (as reported). The patient had no disposition to lymph-drainage problems and no allergies. The patient's medical history and concomitant medication were reported as none. As reported, the patient was previously given lidocaine solution and water for injection with no reaction, and she also had no reaction to the metal of cannula. On (B)(6) 2019, four hours after the treatment with radiesse, the patient experienced an allergic reaction in a form of swelling and redness, located on the right and left side of the lower face. Measures taken included a venflon insertion, a pressure measurement of 170/90 (torr), "suprastine" injection intramuscularly 20 mg/ml, prednisolone 3 mg/kg (100 ml), 1% dimedrol solution 1 mg/kg, pressure measurement 120/70 (torr), sodium chloride (nacl) for 2 hours (total 1400 ml) and pressure measurement each 15 minutes. At 8 pm local time, the patient received a "suprastine" injection intramuscularly 20 mg/ml. She also received furosemide 1 ml intravenously (through the venflon). As reported, adrenalin was injected 3 times subcutaneously, when pressure was below 100/60 (torr.). On (B)(6) 2019, the patient received rheosorbilact 400/200 ml intravenously, on (B)(6) 2019 nacl 200 ml intravenously and on (B)(6) 2019, she received "suprastine" injection intramuscularly 2 times/day. The patient was not hospitalized. Systemic antibiotic was not prescribed. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was of severe intensity, life-threatening, permanent, related to radiesse and not related to the incorporated local anaesthetic in the product.